Manufacturer narrative:
The fse evaluated the device on site. It was determined that there was no ECG malfunction, however, two parameters were not configured correctly. After corrective maintenance, the equipment is operational and complies with the manufacturer's specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to incorrect configuration. The reported problem was confirmed. The fse configured the parameters to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that there was an intermittent ECG reading failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that there was an intermittent ECG reading failure. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.